Event description:
Chair cushion was found deflated while being used by patient. The chair cushion is utilized for pressure reduction for skin care. If this product is deflated, it increases the risk for hospital acquired pressure injuries. Thus, it has the potential for skin integrity impairment. Manufacturer response for waffle chair cushion, static air seat cushion (per site reporter). Equipment failure trend reported to manufacturer's customer service. Equipment will be returned to manufacturer for investigation.